Manufacturer narrative:
(Result) - damaged footboard modules; disconnected footboard.

Event description:
It was reported by service report that the footboard modules were broken and the footboard was disconnected. No patient involvement or adverse consequences are reported.